Event description:
It was reported that high, high voltage lead impedance was observed. A defibrillation threshold test was performed successfully with satisfactory results. No patient symptoms were reported.